Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 28nov2018. The manufacturer's field service engineer (fse) performed troubleshooting. The fse replaced the motor controller and power management boards. Preventative maintenance was completed and the issue was resolved. The unit passed performance verification testing.

Event description:
It was reported that during servicing, the manufacturer's field service engineer reported that the device log contained errors 111b (35 volt (v) supply failed) , 1117 (3.3 v supply failed), 111d (motor controller board failed), 1127 (over voltage protection circuit failed) and 1118 (5 v supply failed). There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 14jan2019, date rec¿d by MFR : 10jan2019. The customer returned parts to philips for analysis. Analysis of the components revealed that a component failure u10 on the motor controller (mc) printed circuit board assembly created the alleged error codes. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.